Event description:
The duett was deployed following a diagnostic procedure, via a 6 fr sheath in the left common femoral artery. Following the deployment, the pt experienced loss of pedal pulses, foot discoloration and pain. An angiogram was performed, and confirmed an occlusion. Treatment included tpa and heparin and was successful, with pedal pulses and foot color returning to normal. No further complications were reported.